Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. A review of the instrument log for the instrument associated with this event was attempted, however, the query did not return any results as system sh1380 is not connected to onsite. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. The customer reported complaint does not itself constitute an MDR reportable event, however, the broken pitch cable found during failure analysis could cause, or contribute to an adverse event if the malfunction were to recur. Follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.

Event description:
It was reported that during central processing, a broken cable was found to be exposed at the end of the cadiere forceps instrument. There was no report of patient involvement.